Event description:
It was reported by repair work order that the siderail controls were not functioning. It was also reported that the footend lift was drifting. It was further reported that the CPR release did not function. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the siderail controls were not functioning. It was also reported that the footend lift was drifting. It was further reported that the CPR release did not function. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer performed an initial inspection, however, supplemental submitted to report that the unit could not be located by the hospital or technician for evaluation. A new complaint will be entered detailing the evaluation results and any correction required if the unit is located at a later date. Unit could not be located for evaluation.